Event description:
A report was received stating that a ventilator experienced a loss of communication. The ventilator was not being used on a patient at the time of the event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit (cpu). The customer notified covidien that the ventilator will not be repaired. This ventilator will be retired.